Event description:
It was reported that this right ventricular (rv) lead was occasionally oversensing the p-wave. The size of the signal reportedly varied and sometimes was bigger than the amplitude of the r-wave. The patient reportedly had a left ventricular (lv) assist device implanted and it was suggested for an x-ray to be taken to assess the lead position. Additional information was reported indicating that the rv lead was reportedly in the atrium. The implantable cardioverter defibrillator (ICD) therapy was thus programmed to monitor only. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.